Manufacturer narrative:
One endotracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device cuff was inflated using a syringe and subsequently submerged underwater to detect for leakage. As a result. No leakage was observed. The reported customer complaint was not confirmed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
The malfunction report was updated to a serious injury given the received information. Additional information received: the reporter stated the device was placed in use with patient and an inflation system leak was identified and persisted, despite high pressure in the pilot balloon. It was also reported that the device had to be removed and replaced with a new product. The reporter stated the examination of the device showed a "crimped" area on the pilot balloon "just before the location where air enters the fine bore tube that takes it to the cuff". No further effects to patient reported.

Manufacturer narrative:
Possible lot number - source document contains the following numbers: 363108 (invalid lot provided). Foreign report source: (B)(6), (B)(4).

Event description:
Information was received that a smiths medical portex ivory north facing polar preformed endotracheal tube experienced a "problem after inflation of the pilot cuff." No adverse patient effects were reported.